Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had vibrate anomaly. Customer also reported that tone test was performed and insulin pump did not beeping during tone test. Customer also reports that insulin pump had hardware low level failures. Customers blood glucose was 19.3 mmol/l .insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Hardware low level failures confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly. A test alarm was set, triggered and alarmed successfully with no lack in audio. (B)(4).